Event description:
A teleflex medical sales rep alleges the applier is having a difficult time closing clips. It is unk when this condition occurred or if medical intervention was necessary. No add'l info is available at this time.

Manufacturer narrative:
Device evaluated by MFR: the device from the procedure was not returned for evaluation. No lot number was identified; therefore, a device history record evaluation cannot be performed. If add'l info become available or a lot number has been identified, a follow-up report will be provided with the investigation results. Teleflex medical will continue to monitor for this issue and will initiate a corrective action should an adverse trend occur. No conclusion can be drawn.